Event description:
It was reported that the patient experienced difficulty with inflating the inflatable penile prosthesis (ipp) due to the pump not functioning properly. Upon explant of the ipp, air was identified in the pump. A new ipp was implanted. No patient complications were reported.